Event description:
It was reported that a cartridge change error occurred with multiple cartridges. Reportedly, customer had been reusing existing cartridges and not following the filling process correctly. Tandem technical support educated the customer on the correct load process. Ultimately, customer was able to load a new cartridge on the pump and successfully resume insulin delivery. There was no adverse impact to the customer's blood glucose level.